Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous left superficial femoral artery. The 5.0mm x 40mm, 80cm wanda balloon catheter was used for dilatation of the lesion. The balloon ruptured at 14 atmospheres/30sec during the first inflation. The procedure was completed with a different device. No patient complications were reported and the patients' status was good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at the time of event: 18 years and older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).